Manufacturer narrative:
On (B)(6) 2016, intuitive surgical, inc. (Isi) received additional information from the reporter regarding the complaint. The system was inspected prior to use. Due to the reported error, the surgeon converted to laparoscopy 60 minutes into the procedure. As a result, the patient was administered additional anesthesia (90 minutes). The patient tolerated the procedure well and there was no report of injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the master tool manipulator (mtm) involved with this complaint. Failure analysis investigations was able to replicate the reported failure by placing the part on an in-house console for testing. During initialization, the reported error appeared. Visual inspection confirmed all the cables on the mtm appeared to be plugged properly. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the system displayed a non-recoverable error 25588 which points to the right master tool manipulator (mtm). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). As part of the troubleshooting, the customer pressed the emergency power stop (epo) on the ssc and restarted the system but the error persisted. The surgeon decided to convert the procedure to laparoscopy. There was no report of patient injury or harm. Intuitive surgical, inc. (Isi) made several attempts to contact the reporter for additional information about the procedure; however, attempts were not successful. A technical field specialist (tfs) performed additional investigation on site and replaced the right mtm to resolve the reported issue. The system was tested and verified as ready for use.